Manufacturer narrative:
At the time of the event, there was no indication of a reportable malfunction based on information provided and assessed by alere (B)(4). Alere (B)(4) updated reporting decisions and conducted a retrospective review of complaints against the updated reporting decisions. This MDR is a retrospective filing that was identified during this retrospective review activity associated with an observation from an FDA inspection conducted in january 2019 at alere (B)(4) (reference eir (B)(4)). The awareness date is based on updated reporting decisions and completion of the retrospective review activity. There is no new or increased trend based on this retrospective review activity. Investigation results: the customer's results were not replicated in-house with returned and retention products of the reported lot. Returned and retention products were tested with hcg-negative urine from clinical donors. All devices produced expected negative results at the read time. False positive results were not observed during the investigation. Manufacturing batch record review did not uncover any abnormalities. A root cause could not be determined from the information provided by the customer.

Event description:
It was reported that a customer received a false positive result when using an alere hcg cassette. The results confirmed via quant (B)(6) 2017 hcg = <1.0 miu/ml using cabell huntington hospital analyzer. The customer stated their facility reports patients as not pregnant if hcg less than 6.15 miu/ml. No other patient information was received. Troubleshooting occurred with a discussion about the issue and potential factors per the pi, storage, sampling, and technique.